Manufacturer narrative:
The product in complaint was returned to zoll on 03/18/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform revealed that the front enclosure, bottom enclosure, and battery lock were damaged. The physical damages found during visual inspection are not related to the reported complaint of the platform displaying a user advisory (ua) 20 (position out of range) message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in october 2007). A review of the archive was performed and the reported complaint of the platform displaying a user advisory 20 (position out of range) message was confirmed. The archive data shows numerous ua 20 faults to have occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue was also confirmed. The ua 20 message was observed upon power up of the platform and the driveshaft was rotated back to the "home" position to clear the fault. Based on the investigation, the parts identified for replacement are the front enclosure, bottom enclosure and battery lock. In summary, the reported complaint of the platform displaying a user advisory 20 message was confirmed based on the archive review and during functional testing. The fault was found to be due to the driveshaft not being at the "home" position. The physical damages found during visual inspection are unrelated to the reported complaint. Upon rotating the driveshaft back to the "home" position and replacing all of the damaged parts, the platform passed all testing criteria.

Event description:
It was reported that during patient care, the autopulse platform displayed a user advisory 20 (position out of range) message upon power on. The message did not clear. Customer was unable to use the platform and reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided.